Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, weight unknown), using an extractor rx retrieval balloon, they attempted to peal the wire all the way to the tip of the catheter. This caused the guidewire to pull out resulting in loss of access and the physician then had to recannulate. There were no patient complications and the patient's condition was reported as "fine."